Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2013 with the following findings: the keypad symbols are worn. Keypad is fully intact, with no peeling or damage observed.¿contrast¿,¿ok¿,"down" and ¿up¿ keys respond. Keypad was removed to investigate,evidence of keypad contamination was located, under ¿contrast¿,"down" and "up" contact button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed contamination under the keypad contacts. This report is made based on the results of an investigation completed on (B)(4) 2013.